Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused tumors in the lungs, dizziness, cough and abdominal distention. The patient did receive medical intervention and reported to have been hospitalized. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previoulsy reported a CPAP device's sound abatement foam allegedly became degraded and caused tumors in the lungs, dizziness, cough and abdominal distention. The patient did receive medical intervention and reported to have been hospitalized. The manufacturer received information stating that the device is not returning for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.